Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower abdominal pain') and bladder cyst ('bladder or urinary problems or changes: cysts was attached to my bladder') in a female patient in her twenties who had essure (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee injury, numbness, tingling, knee injury, pneumonia, varicella, anxiety, stress incontinence, sexually transmitted disease, hepatitis b, urinary incontinence, hemostasis, ovarian cyst, inguinal hernia nos, abdominal pain, chronic hepatitis b, dysmenorrhea, endometrial hyperplasia, menorrhagia, ovarian cyst, pneumonia, calculus, ischemia bowel, diverticulitis, osteoarthritis and urinary tract infection. Family history included pancreatic cancer (grandmother) and cancer (grandparent). Concomitant products included citalopram from 2016 to 2018 and venlafaxine from 2016 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced bladder cyst (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced bladder disorder ("bladder probs") and urinary tract disorder ("urinary probs"). The patient was treated with surgery (cyst removal, bladder sling and hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, dysmenorrhoea and dyspareunia had resolved and the bladder cyst, vaginal haemorrhage, menorrhagia, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder cyst, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight- 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event: bladder probs, urinary probs were added. Event outcome were updated to recovered: dysmenorrhea, dyspareunia. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower abdominl pain') and bladder cyst ('bladder or urinary problems or changes: cysts was attached to my bladder') in a female patient in her twenties who had essure (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram from (B)(4) to (B)(4) and venlafaxine from (B)(4) to (B)(4). On (B)(4)2013, the patient had essure inserted. In (B)(4)2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(4)2013, the patient experienced bladder cyst (seriousness criterion medically significant). In (B)(4)2015, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (cyst removal, bladder sling and hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(4)2016. At the time of the report, the abdominal pain lower had resolved and the bladder cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, bladder cyst, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight- 135 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(4)2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('right lower abdominal pain') and bladder cyst ('bladder or urinary problems or changes: cysts was attached to my bladder') in a female patient in her twenties who had essure (batch no. A78085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram from 2016 to 2018 and venlafaxine from 2016 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced bladder cyst (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (cyst removal, bladder sling and hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower had resolved and the bladder cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, bladder cyst, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight- (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number and explant date were added. Implant date updated. This case become incident. Event injury was updated to right lower abdominal pain. Following events were added: abnormal bleeding (vaginal, menorrhagia),bladder or urinary problems or changes: cysts was attached to my bladder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and weight gain. Reporter information, concomitant dug and lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.